Manufacturer narrative:
Concomitant: product ID 39565-65, serial# (B)(4), implanted: 2012-(B)(6), product type lead. (B)(4).

Event description:
It was reported that the implant was removed a week prior to report. The patient said that the wire wasn¿t connected properly and one of the wires wasn¿t even in there. The patient indicated that the wire was bent and half of it was not doing anything, which caused it to be inefficient and not work well. Programming was attempted 3-4 times but that never changedanything. The patient¿s status is unknown. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.